Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
Same patient as 2134265-2009-02192. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The 75% stenosed, 3.0x20mm lesion was located in the proximal left anterior descending (lad) artery. Treatment consisted of pre and post dilation and implanting a 3.00x28mm taxus express2 stent. The mid right coronary artery (rca) was 75% stenosed and the lesion measured 3.5x12mm. This lesion was treated with a 3.5x16mm taxus express2 stent. Post procedure stenosis for both lesions was 0%. The patient was discharged one day later on bayaspirin and plavix. In (B) (6) 2009, the patient underwent a re-intervention to the lad. The lesion was 3.5mm, 90% stenosed, with a length of 18mm. The physician treated the lesion with ballooning and implanting a non bsc stent of unknown size. Residual stenosis became 0%. The patient was discharged the next day on plavix and bayaspirin. There was no reported angina at the two year follow up.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was 40% left ventricular ejection fraction and timi-3 flow in each of the two lesions pre-index procedure.